Manufacturer narrative:
This device remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited high pacing impedance values of greater than 2000 ohms. A review of the electrograms of the past events shows no noise or oversensing on either the right ventricular (rv) channel or shock channel. All other measurements were noted as being stable, and within normal range. This patient will have a follow-up within the near future to evaluated the rv lead. There were no adverse patient effects reported.

Event description:
Subsequently, additional information was received that the high pacing impedance values were confirmed by boston scientific technical services (bsc ts) after reviewing printouts. It was also noted that the physician elected to open the device pocket. Measurements with the pacing system analyzer (psa) showed normal values. The physician noticed it was possible to move the header, so he/she elected to explant the ICD. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a review of the memory log found that the rv lead impedance measurements started to record intermittent high measurements starting about four months after implant. Analysis testing of the device found that the impedance measurements from the device were normal. Analysis did confirm, however, that the device header was loose.